Event description:
It was reported that the pulse generator could not be in-terrogated. There was no magnet response. A surface ECG showed no pacing support, though the rate may have been set below the patient's intrinsic rate of 64 bpm.

Event description:
It was reported that patient underwent a rotator cuff repair utilizing anchors in 2009. During the procedure, two anchors fractured and the tip of one remains in the patient. There was no significant delay to the procedure as a result.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found no output and telemtry during interrogation. The battery was extremely depleted below end-of-life (eol) to 0.37 v. After replacing the battery and downloading the product code the device functioned normally.